Event description:
As reported per caller, the surgeon complained of loss of insufflation during a gastric surgery procedure. Instruction provided to secure insufflation. Additional followup: case was a gastric bypass. No patient consequences. No batch or lot number. When they were used, pneumo was being lost and went from 16 down to 9 making it difficult for the surgeon to operate and see. Leak was occurring between cannula and universal seal/toilette seat. Surgeon was able to fix problem with third trocar which did not leak. No abnormal torque or tension applied to trocars while device was inside. Typical use of scope in trocar below the umbilicus(supra pelvic). Only used for 10mm scope. Leak only noticed when scope was placed inside. Did not notice any noise initially until saline was placed on trocar. Leak was subtle and persistent.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.